Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site.(B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer issued a complaint for pen malfunction detected during use of the product by the end-user. Zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further. Investigation conclusion: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the organon follistim pen® 2nd gen pen ii "did not release medication" during the first attempted injection.